Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The patient was not hospitalized for the event. On an unreported date, the patient was treated with ip (intraperitoneal) vancomycin, 2 grams (frequency not reported) for peritonitis. The cause of peritonitis was reported to be due to constipation. At the time of the report, the peritonitis was resolved and the patient has recovered. Additional information was requested but is not available. This is report 4 of 4 involved in this peritonitis event

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2013, the patient experienced the peritonitis. A review of all batch record documents was performed for potentially associated lot numbers h13c07061, h13d25038 and h13e17016 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).